Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
A facility reported that on (B)(6) 2020, the perforator (ID 261221 - codman dispos perforator) didn't stop, and the superior sagittal sinus was injured. This resulted in thrombosis within the injured vessel, and the patient required anticoagulation. The vessel was injured but satisfactory repair was made with no significant blood loss. Device was removed and retained.